Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The lay-user/reporter alleged that the buttons on the keypad does not respond. There was no evidence of product misuse or keypad peeling or damage. There was no adverse event associated with this complaint.